Manufacturer narrative:
The returned lead was only available in fragments. Only the proximal part of the lead was returned for analysis. The distal lead fragment, including the rv shock electrode with the electrode tip, were missing for the analysis. The returned fragment was inspected visually. Aside from the existing cut through the lead, no damages were detected. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. After its receipt, the ICD was first inspected visually. Spots of locally melted titanium were detected during the inspection. In a next step, the ICD underwent an electrical check. Matching the clinical observation, it was not possible to interrogate the ICD. Based on these results, it can be assumed that a shock delivery into an external low-ohmic shock path led to the observed sparkover traces and damaged the electronic module, due to which it was no longer possible to interrogate the ICD. Possible clinical complications that might lead to an external short-circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damages to the lead insulation, due t which a low-ohmic contact of the high-voltage conductors occurs. The manufacturing process of the ICD was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. In summary, there were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of approx. 34 months, it was reported that the device could not be interrogated and no connection to the renamic could be established. The device was explanted. The connected rv lead (linox smart) had been implanted approx. 126 months ago. Based on the analysis results of the ICD it was decided to report the lead.